Event description:
It was reported that the patient had their normal mode settings disabled as the device going off throughout the day caused an annoyance for the patient which led to increased seizures. No other relevant information has been received to date.